Manufacturer narrative:
Reported blood oozing from the red plug area. Impella 5.5 s2 was returned. Multiple holes in the catheter and other damages were found around the 30cm mark, as well as blood in the red handle. The root cause of the product damage was most likely use related since there was blood in the red handle and a hole in the catheter on the returned pump.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced blood was oozing out of the red plug area. The pump was replaced with another impella 5.5. The patient survived.

Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿